Manufacturer narrative:
(B)(6).

Event description:
The international philips field service engineer (fse) reported a ventilator experienced a proximal pressure line disconnect which continually occurring and was impossible to switch to standby functionality. The phenomenon occurred during pre-use checking in the me room, which meant outside of clinical use (testing unrelated to set up for patient use). The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no medical intervention reported. The device was evaluated by the fse who could not confirm nor duplicate the reported issue. The fse tested the device with the same setting the customer described and reported that the issue could not be duplicated. Additionally, it was confirmed that the mode switched from when the standby tab was touched and the test lung as detached. Furthermore, the event log was checked but no occurrence record of an error indicating a device failure was found, and no abnormality in the device was observed by functional test performed. The unit was checked overall, cleaned, run in tests and functionally tested. The confirmed software is 2.30. No other anomalies were reported.